Manufacturer narrative:
The reagent lot number is 769422. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and found the failed sample probe caused the event. He also found contamination on the ultrasonic wash station. He then cleaned the wash station and the sample probe. He performed a precision check with acceptable results. He performed qc and the results were high. He then replaced a sample probe and performed adjustments. He performed mechanical and precision checks with acceptable results. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 (ca2) results from 20-30 patient samples tested on the cobas c 503 analytical unit. The reporter stated that the results were higher than expected and did not match the patients' history. Ten of the initial results were auto-verified and reported outside of the laboratory. The reporter noticed data flags on the middleware prompting the rerun of the patient samples. The reporter was able to provide six patient samples with discrepant results that were autoverified and reported. Sample 1 the initial result was 12 mg/dl. The repeat result was 8.5 mg/dl. Sample 2 the initial result was 12.6 mg/dl. The repeat result was 8.9 mg/dl. Sample 3 the initial result was 12.8 mg/dl. The repeat result was 9.5 mg/dl. Sample 4 the initial result was 12.3 mg/dl. The repeat result was 9.2 mg/dl. Sample 5 the initial result was 12.0 mg/dl. The repeat result was 8.9 mg/dl. Sample 6 the initial result was 12.6 mg/dl. The repeat result was 9.5 mg/dl. The repeat results were deemed correct.